Event description:
The hcp reported that the device was explanted due to infection. No specific patient symptoms were reported. A follow-up report will be sent if additional information becomes available.